Event description:
It was reported that during a da vinci-assisted urological surgical procedure, user informed the technical support engineer (tse) that they encountered a repeated error fault. The tse reviewed the system error log and confirmed the occurrence of error 1162 on the universal surgical manipulator (usm) 3. The user disabled the usm3 to continue with the procedure. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the procedure was completed with 3 usm arms. The system functionality was not checked prior to starting and an error fault occurred upon powering the system. There was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the faulty universal surgical manipulator (usm) and performed a replacement to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical inc. (Isi) has received the replaced usm arm for failure analysis. The usm arm was tested with an in-house system and failed specification. Investigation confirmed a defective axes controller spar connector within the usm arm. This confirms the customer reported issue.